Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. Customer declined troubleshooting for keypad anomaly. Customer stated that they had to press the up button or rotate the key pad. Customer also reported motor error alarms and also the battery life was getting diminished. Customer was able to complete rewind. Customer stated that there was a slight grind when it rewind. Customer reported that the drive support cap appeared to be normal. Customer stated that he had gone through a few of imaging scanners at the airport. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.